Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was noted to be cracked after insertion. The iol was replaced with another lens during the initial procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken/torn from the gusset area (returned). The optic was torn/split/cracked (possibly cut) into pieces. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The 20.0 diopter lens was replaced with an unspecified diopter. The manufacturer internal reference number is: (B)(4).